Manufacturer narrative:
B3: event date unknown. Device evaluation: neither samples nor pictures were received for the analysis of this complaint. Without the return of the samples a comprehensive failure investigation cannot be performed and a probable cause cannot be determined. The device history record was reviewed and it was confirmed that no non-conformities were reported during production. The quality inspection forms were reviewed, and it was observed that no defects were found, and the lot was released.

Event description:
It was reported that the customer had three sets returned because the pump indicates that the infusion is finished, but only 1/3 of the IV bag was infused. There was a patient involvement and unknown patient harm/adverse event reported.